Event description:
On an unknown date, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During the one month follow-up, a CT scan revealed collapse at the proximal landing zone without an endoleak. The following day, a medtronic talent proximal aortic cuff was implanted, resolving the infolding.